Event description:
It was reported that the ventilator experienced internal loss and broken drawers. No more details were provided. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the internal leakage test failed. Based on technician statement, the expiratory cassette was detected as faulty. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were not available for further evaluation. After replacement of this part, the device passed all performance tests and has been returned to clinical use. Moreover, the batteries and circuit board b732 were replaced. Defective part has not been returned for further evaluation, therefore the exact root cause cannot be stablished.